Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with their implantable cardioverter defibrillator (ICD) eroding through their chest. The physician explanted the ICD. The patient was stable throughout.